Event description:
Per tm: cord has pulled away at the strain relief, wires are exposed.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - cord has pulled away at the strain relief, wires are exposed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the site rite 8 cue probe was visually inspected upon receipt and was found to be in poor physical condition. The reported issue is confirmed; the probe's scanner head has been pulled away from the enclosure. The strain relief at the scanner end of the probe has been torn. There are ink marking on the cable. The root cause of the reported issue is a probe failure due to use of the device.